Event description:
Related manufacturing reference numbers: 2017865-2022-11580, 2017865-2022-11581. It was reported that the patient presented in clinic with an infection that was identified via blood test. The pacemaker, atrial lead and right ventricular lead were explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.